Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient fell straight back in december. After the fall, they were going to the bathroom a lot. At night they were having to wear extra padding. They noticed with their bowels when they go to the restroom even though they clean themselves they use wet wipes to clean themselves. When they go back the bathroom several times that day they are having bowel leakage again. They have not had that since they got the stimulator. They did a scan of patient and they asked if there was something wrong with their stimulator but they didn't know anything about the stimulator. This morning they checked it and it was on 3.0 and that was what they had always had it at. They had to bump it up to 5.3. They don't know if when they fell if they did something to the stim or the lead. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.